Event description:
It was reported via the health canada sentinel report program that the customer noted the following: the acetabular cup inserter (pn# 2101-0200) was noted to be loose from the handle. It was reported that dried blood was seen inside the plastic handle. It was reported that the stryker IFU does not provide instructions that require this device to be taken apart for cleaning.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded in the field. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding a universal impactor/positioner indicating the stryker IFU does not provide instructions that require this device to be taken apart for cleaning was reported. The event was not confirmed. Conclusions: as per the sales rep: this was a staff mistake. Someone forced the impaction nut off in csr and that's when the event arose. There was no surgical procedure associated with the reported event it was noticed while inspecting the part after cleaning. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported via (B)(6) that the customer noted the following: the acetabular cup inserter (pn# 2101-0200) was noted to be loose from the handle. It was reported that dried blood was seen inside the plastic handle. It was reported that the stryker IFU does not provide instructions that require this device to be taken apart for cleaning.